Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, her infusion set's tubing detached from her site portion of her infusion set at quick release/site connector. The blood glucose level was 300 mg/dl which she self-treated with a shot. The site was at the left leg and the pump was located at the left side in relation with the site. The infusion was in use for a day and a half. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.